Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular - lv lead exhibited phrenic nerve stimulation. Additionally, while attempting to slit the catheter, the right ventricular - rv lead was noted to be damaged. The rv and lv lead were not used and were replaced. The patient was discharged in stable condition.

Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead with an implant tool was returned in one piece for analysis. Visual, x-ray, and electrical analysis was normal with no anomalies found.